Manufacturer narrative:
Product evaluation: the product was not returned for analysis. A photo was provided of the patient's eye. The lens is not visible in the photo. A light colored artifact can be seen near the edge of the pupil. The composition and location of the artifact (in eye, on lens) cannot be determined from the photo. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No determination can be made based on our observation of the attached photo. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, foreign material was found on the surface of the optic. The material is in contact with the posterior capsule. The size is unable to measure accurately, however, it is continued from the edge of the continuous curvilinear capsulorhexis to the outside of the optic. Additional information has been requested.